Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, check te pad messages) has been confirmed. As received, white pulse wire between ECG a and ECG b was open. The open pulse wire caused the adjust belt and check te pad messages. The root cause of the open pulse wire was unable to be positively determined. No adverse event resulted from the open electrode belt wire. The patient received a replacement electrode belt.

Event description:
(B)(6) male patient contacted zoll customer support to report check therapy electrode pad messages and adjust belt or check belt messages. The patient was issued a replacement electrode belt.